Event description:
Customer reported the insulin pump had a blank display. Troubleshooting was performed. Customer's blood glucose was 246 mg/dl. No damage to the device. The device was not dropped or bumped. The device was exposed to moisture, rain. Customer was advised to disconnect at the quick release. Only alarm noted was weak battery. The device passed self test. Customer was advised to monitor the device. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.